Manufacturer narrative:
Continuation of concomitant: pb1018 transcatheter valve, implanted (B)(6) 2017.

Event description:
It was reported that the right atrial (ra) lead dislodged during cardiac surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.